Event description:
It was reported that during a percutaneous transluminal angioplasty a catheter balloon rupture occurred. The 95% stenosed, moderately calcified and moderately tortuous lesion was located in the common iliac artery (cia). An 6.0mmx60mmx135cm 4f sterling balloon catheter was selected to treat and dilate the lesion. During the first inflation at 10 atmospheres a balloon rupture was noted. The procedure was completed with a different device and the patients condition post procedure was noted as good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).